Manufacturer narrative:
The technical support rep at nihon kohden looked at the hospital's rns server and did not see anything wrong with the system and noted that everything was functional. The biomedical engineer advised the cns was not seeing the bedside waveforms either. The biomedical engineer then determined that the ip address of the cns was not listed on the host1000 table. The biomedical engineer added the ip address of the cns and it started to function correctly. The biomedical engineer reported that the rns client still only had the patient names. Nihon kohden's technical support rep advised it could take some time to build the table after adding the cns to the host table. Device not returned.

Event description:
The customer reported that the remote network station (rns or remote monitoring system) is showing the patient names but not the waveforms or numerics.